Event description:
It was reported that patient's device implanted in 2006 had to be removed because it did not work and patient needed an MRI. Patient was told that "the lead went bad." Patient did not feel stimulation from this device and it did not help with symptoms.

Manufacturer narrative:
(B)(4).